Event description:
It was reported that during an intervention procedure, during removal of the ht connect guide wire, it was reported that the coating went missing. There were no adverse pt effects or a clinically significant delay in the procedure reported. There was no additional info provided. The returned device was decontaminated. It was found to be fractured on the polymer section and severely kinked. The remaining polymer was found to be in good condition (approximately 5 cm of the polymer).

Manufacturer narrative:
A lot history review carried out for the lot number involved in the incident demonstrated the lot was manufactured to specification (c91960). There was no reported injury to the pt.